Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sample port of the temperature sensing foley catheter was cracked and had to replace foley.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "damaged arm". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (urine collection) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the sample port of the temperature sensing foley catheter was cracked and had to replace the foley.